Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was over 400 mg/dl with large ketones and vomitting. The customer didn't provide information regarding addressing the elevated blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.